Event description:
Patient ID: (B)(4). This is filed to report the clip was caught in the chordae and implanted where it was caught. It was reported that on (B)(6) 2022, the patient was hospitalized for a second mitraclip procedure. The patient presented with dense chordal anatomy. An ntw mitraclip with closed clip arms was advanced, however once advanced it appeared stuck on the chordae. The newly introduced clip was also interacting with the previously implanted nt clip. It was observed that the ntw clip's anterior gripper was also stuck in an upright position. Multiple unsuccessful attempts were made to release the clip and anterior gripper and it was decided to deploy the clip at that location. The clip was rotated and achieved an excellent grasp, with significantly reduced mr to mild-moderate. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
Subsequent to the previously filed report, the additional information was received: on (B)(6) 2022, recurrent mr was noted. Two distinct jets were observed via imaging. There was no additional hospitalization and no treatment provided. There was no additional device issue reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar complaint review could not be performed as the lot information regarding the complaint device was not provided. All available information was investigated. Based on the information reviewed, a cause for the reported mitral valve insufficiency/ regurgitation (mr) cannot be determined. Mitral regurgitation (mr) is a known possible complication associated with mitraclip procedures. There remains no indication of a product issue with respect to manufacture, design or labeling. H6 health effect - clinical code 4582 removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar complaint review could not be performed as the lot information regarding the complaint device was not provided. All available information was investigated, and the entrapment of device (clip becoming stuck in chordae) resulting in single gripper actuation issue appears to be related to patient anatomy (dense chordal anatomy). The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.